Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform the FDA of the product(s) that do not pass inspection in a supplemental report.

Event description:
In 2009, the lay-user/pt contacted lifescan alleging that a one touch ultrasmart meter was reading inaccurately low. The pt tests her blood glucose 4 times a day. She takes novolog insulin based on a sliding-scale. The pt stated that for the past month or so, her blood glucose levels had not been over "250 mg/dl." However, four days prior, the pt claimed that she developed symptoms of a dry mouth, frequent urination, and was sick to her stomach and dehydrated. She also stated that she had "high ketones". Due to not feeling well, the pt decided to visit her doctor on the day prior to original date. Prior to going to the office, she tested her blood glucose on the reported meter at around 3:50 pm and got "324 mg/dl." At around 4:10 pm that same day, the pt claimed that her blood glucose was tested on a doctor's meter and a result of "over 500" mg/dl was obtained. The pt also mentioned a result of "689 mg/dl", but it is not known what meter was used to obtain the result, and what date/time the reading was obtained. In the doctor's office, she treated herself with 25 units of novolog insulin. The pt then claimed that she was hospitalized that same day for an unk period of time. She claimed she was treated IV fluids and "lots of insulin". Around 9:30pm that same day, the hospital retested her blood glucose and got a result of "175 mg/dl." It would have been helpful to know the following information: if the pt's sliding-scale insulin regimen is based on her meter readings, how the pt manages her diabetes based on her meter readings, and how the pt determined that her ketones were high. In addition, it would have been helpful to know how long the pt was using the reported test strips, which expired 3/2009, what meter reading the pt obtained before and after the symptoms started, and what actions the pt took in response to developing the symptoms. The pt was using a correct technique for testing with the reported meter. The pt was obtaining blood samples from her fingers and cleaning the puncture sites correctly. The pt was reportedly using expired test strips during the time of concern. Her control solution was also expired. The meter, test strips, and control solution were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the pt claimed that she was hospitalized and received treatment for hyperglycemia, after the meter had been reading inaccurately low for an unk period of time.